Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine pain ("uterine pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included sciatica, menorrhagia and dysmenorrhoea. Concurrent conditions included ovarian cyst. Concomitant products included gabapentin and naproxen. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain") and uterine leiomyoma ("fibrous on uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (endometrial cryoablation with ultrasound guidance). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the uterine pain, abdominal pain upper and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain upper, pelvic pain, uterine leiomyoma and uterine pain to be related to essure (ess205). The reporter commented: removal detail: robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and cystoscopy. Procedure and findings: the uterus and cervix along with both tubes and ovaries were removed vaginally. Concerning the injuries reported in this case, the following one was described in patient¿s medical records : pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received-events added stomach pain, uterine pain, fibrous in uterus, device monitoring procedure not performed. The event uterine pain was made incident due to endometrial cryoablation.reporter's information and insertion date were updated; event outcome of pelvic pain resolved, patient's relevant history ,lab tests, and demographic details were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.